Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced a high blood glucose level and no delivery alarm. The customer's blood glucose level at the time of the incident was 447 mg/dl .the customer was treated with manual injection. The customer reported that they had received a no delivery alarm while sleeping and alarm did not occur during manual prime. The customer declined troubleshoot for no delivery alarm the customer was advised to avoid pressure on site. The product will not be returned for analysis.